Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 04aug2015. The review was performed from the date of manufacture to the present date 24may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had 737733 major repair and while replacing the door kit for recall, found a damaged connector that goes to the kit. To fix this, they needed to replace the bezel assembly. While in there, for the motor strap was torn. Repaired strap with some electrical tape to hold tight. Will need to order some for future repairs. Also replaced left iui. There was no patient involvement.